Event description:
It was reported to philips that during c-arm movement, the whole system stopped working. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the customer was performing a planned (non-emergency) treatment when the issue occurred. The procedure was completed after performing a system restart. A review of system log files identified an issue with the system's wired footswitch but did not find evidence that the entire system stopped working. A philips field service engineer (fse) inspected the system on-site and observed that the wired footswitch cable was damaged. The wired footswitch was replaced, and the system was returned to use in good working order. No further analysis of the defective footswitch was possible, as the part was not available for further investigation. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of imaging occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for the continuation and completion of the procedure. Loss of imaging functionality, which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart), is not likely to cause or contribute to death or serious injury if it were to recur. As such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.